Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -06.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to glare and halos. The lens was not exchanged for another lens.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found that the haptic was torn/broken/bent/deformed and that there were spots on lens surface. Work order search: no similar complaints were reported for units within the same lot. As per dfu for this lens model, implantation of this lens in an individual with an anterior chamber depth (acd) below 3.0mm is contraindicated. This patient has an acd of 2.83mm. (B)(4).